Event description:
The reporter mentioned that multiple buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The reporter also stated that she found the pump in suspend mode and could not confirm if the patient had pressed the sequence of buttons required to suspend the pump. Customer support advised that the suspend activity be monitored and that the reporter should contact animas again if the issue recurs; there have been no further reports of issues with the keypad or the suspend feature. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.